Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post procedure- after leaving procedure room. The implantable cardiac monitor(icm) failed to detect an extreme small waveform of torsades de pointes and one episode including the time frame torsades de pointes occurred in the record was detected as atrial fibrillation. It was suspected that the icm exhibited undersensing. Programming changes were performed and the patient was in stable condition.